Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. The patient reported three instances in which each event has similar details but occurred on different event dates, this is 2 of 3. Please see the following related complaint records (B)(4).

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The patient reported three instances in which each event has similar details but occurred on different event dates. On (B)(6) 2025, the patient was found unconscious on the bathroom floor by her son. He was able to wake her and immediately contacted emergency services (911). Upon regaining consciousness, the patient was unable to recall how she ended up in the bathroom and had no memory of events leading up to the episode. The patient reported that her continuous glucose monitor (cgm) was ¿not working,¿ though no specific error message or malfunction could be identified. At the time of the incident, the patient was using a tandem insulin pump. Upon arrival, ems recorded the patient¿s blood glucose (bg) level at approximately 30 mg/dl using a bg meter. The patient was treated on-site with glucose gel, a peanut butter and jelly sandwich, and orange juice. Following treatment, her bg level increased to 75 mg/dl. The patient remained at home following the incident and was reported to be fine at the time of documentation. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.